Manufacturer narrative:
The returned cover plate assembly was evaluated. The set screw is wedged within the cover plate at an off-axis angle, preventing assembly of the device with the corresponding plate. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the set screw detached from the plate during implant assembly. The plate and set screw were removed from the patient and replaced. There were no reports of patient injury or surgical delay associated with this event.